Event description:
It was reported that the cs300 had autofill failure and ECG reading issue during routine check by customer. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the customer replaced the ECG cable and the issue was resolved. The fse was unable to replicate the autofill issue. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.